Event description:
Multiple undocumented reports of delay of therapy during alarm condition rec/d info on one incident indicated that a pt was receiving a levophed drip at an unknown rate. The pump alarmed for "cassette". The pt's blood pressure dropped to an unspecified level, while the nurse intervened immediately by changing the tubing. Customer states no harm was reported to the pt. Add'l pt info was requested but was not available.